Manufacturer narrative:
(B)(4). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed no assembly defect on the insertion device. Only a portion of the intraocular lens (iol), approximately half of the optic zone, was returned. The piece of lens returned showed a detached haptic. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted without the trailing haptic. Reportedly, there was no difficulty advancing the lens through the cartridge into the eye. The cartridge was checked under the microscope but the trailing haptic was not found. The incision was enlarged with duet forceps and the lens was removed and replaced during the same surgical procedure. The patient was reported doing well post-op. No further information was provided.